Manufacturer narrative:
All available information was investigated, and the reported leak (sgc, loss of fluid column during prep) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported leak/ splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), while the dilator was inserted into the valve, the sgc device was not holding column. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.